Event description:
The dexcom g7 readings have been randomly off creating false readings of blood glucose consistently across many sensors. Readings are 30% higher or lower than the actual blood glucose reading. Frequent lost signals and failed sensors are also happening. The sensors are not reliable for treatments. Finger stick blood glucose was sometimes as low as 40 or as high as 100.